Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device touchscreen did not respond. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the touchscreen does not respond. Prior to testing, the device had been returned to the biomedical department with a report of device mechanism won't reset. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.